Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch was recommended for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.

Manufacturer narrative:
Additional information was received that the user did not report a failure of the bag/vent switch to function as expected. The bag vent switch was replaced due to a deterioration that had not affected the unit's ability to function. The reported complaint does not affect the function of the anesthesia machine. A preuse check of the machine, as contained in the user manual, will pick up such a condition. The preuse test failed, notifying the user of the reported condition. Unit continues to ventilate and alarms remain functional. Routine cleaning procedures are contained in the urm. The initial MDR was not reportable. .